Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was verified the hlc depletion through the electronic device logs; however during device testing, there was no device issue observed.  The hlc batteries had recharged to a normal level following the short depletion and normal device functionality was observed.  The cause of the reported issue could not be determined.

Event description:
The customer initially reported that their device was showing its charge-pak and attention icons. After an evaluation of the device by physio-control, it was observed that the device download indicates the internal hlc batteries had previously been depleted. Depleted hlc batteries could lead to a power issue affecting the functionality of the device. There was no report of any patient use associated with the reported issue.